Event description:
It was reported that they were getting errors during the processing of the image, causing the patient to be re-exposed. It was determined that the computer should be replaced, once this was completed the unit is working as intended.